Event description:
A false positive advia centaur (B)(6) result was obtained on a patient that was pregnant and confirmatory testing was not performed. The positive result was reported to the physician. The patient was redrawn and retested the following week and the result was negative for hbsag. Repeat testing was performed on the redrawn sample and the hbsag result was negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) result.

Manufacturer narrative:
The cause for the discordant hbsag results is unknown. The customer did not perform the recommended confirmatory testing of positive results when used as a stand alone assay. The instruction for use (IFU) states the following: "when the advia centaur hbsag assay is used as a stand alone assay (for example in pregnant women being screened to identify neonates who are at risk for acquiring (B)(6) during the perinatal period), all results >1.00 should be considered initially reactive. Repeat testing and supplemental test, such as the advia centaur hbsag confirmatory assay must be used to confirm the result. The patient sample is not available for further investigation and the customer has declined field service intervention. No further evaluation of the device is required.